Event description:
It was reported that the patient underwent a posterior spinal fusion at l4-s1. It was reported that during a routine follow up the surgeon noticed the screw at s1 had fractured. Patient is experiencing radicular pain.

Manufacturer narrative:
(B)(6). (B)(4). The product was not returned for evaluation however films were supplied for review which found: single ap view lumbar spine shows construct l4-l5-s1. S1 screws are clearly broken bilaterally. Interbody spacer at l5 is verified.